Event description:
The user facility reported, the housing broke during testing prior to a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
Corrected data: d4, d9, h3 h3 other text : device not available

Event description:
The user facility reported, the housing broke during testing prior to a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.